Event description:
It was reported that the gastrointestinal videoscope displayed a scope communication error code e238. The issue was identified during an inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified.device returned and not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.